Manufacturer narrative:
(B)(4). Approximate date of event - (B)(6) 2014. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as touch contamination. On the same unreported date, the patient was hospitalized and discharged for the event. The patient was treated with unspecified medicines for three weeks. Dianeal therapies were ongoing. At the time of the report, the patient was recovering from the event. No additional information is available.